Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to flattened dome switch. There was no damage to the keypad traces and the connector on the lcd board was not unlocked during visual inspection. There were minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the buttons are sticking when pressed. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised they pressed the up button arrow so hard it hurts there thumb. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.